Event description:
Procedure: gastric bypass. According to the reporter: the load units did not close and the instrument did not fire. No injuries were reported but it is reported that there was 30 minutes extension of surgery time.